Manufacturer narrative:
Product analysis: analysis found that the programmer's power supply had a defect. It was also found that the reported display issue was confirmed, and system errors were found in the logs. Additionally, the keyboard was worn, but still working. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had several faults in its display. The programmer was returned for service. No patient complications have been reported as a result of this event. The radiofrequency (rf) head that was returned as an associated product subsequently tested out of specification during manufacturer's analysis.